Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is determined to be use error.

Manufacturer narrative:
(B)(4).

Event description:
This is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). In (B)(6) 2011, the patient made a mistake and had a break in aseptic technique. On (B)(6) 2011, the patient was diagnosed with peritonitis, not requiring hospitalization. Treatment included fortum 1gm once daily and vancomycin 1gm (once in 5 days) (dates and route were not reported). The root cause of the peritonitis was the patient made a mistake and had a break in aseptic technique. At the time of reporting, the event outcome of break in aseptic technique and peritonitis were unknown. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.